Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("pain") and pruritus ("itch"). The patient was treated with morphine, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and tramadol. Essure was removed. At the time of the report, the medical device removal, procedural pain and pruritus outcome was unknown. The reporter provided no causality assessment for pruritus with essure. The reporter considered medical device removal and procedural pain to be related to essure. The reporter commented: patient reports she had itching the day after from meds. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysto') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("pain") and pruritus ("itch"). The patient was treated with morphine, oxycodone hydrochloride; paracetamol (percocet), paracetamol (tylenol) and tramadol. Essure was removed. At the time of the report, the medical device removal, procedural pain and pruritus outcome was unknown. The reporter provided no causality assessment for pruritus with essure. The reporter considered medical device removal and procedural pain to be related to essure. The reporter commented: patient reports she had itching the day after from meds. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: comment from social media received. New event "pain, itch", treatment drugs and new reporter added. Event adverse event nos replaced with medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.